Event description:
The pt stated that at 10:00 pm his blood glucose measured approx 500 mg/dl and he then went to the emergency room at 12:00am. His normal blood glucose range is 220-250 mg/dl. The only symptom the pt reported having was "cotton mouth." The pt stated that while at the emergency room he was given 12 units of humalin r every hour. He stated that his blood glucose lowered to 325 mg/dl before leaving the hospital at 8:00am. During troubleshooting with the company rep, the pt was able to deliver insulin via bolusing with no issues occurring. Pt stated that he discussed adjusting his insulin with his physician. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.